Event description:
This lead was capped due to oversensing. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - this lead was returned for analysis. An additional device code was added and the explant date was added. Upon receipt, the lead under complaint was found fragmented. Three lead fragments were received: a medial 27 cm fragment, a distal 22 cm fragment and separately the lead tip with approx. 24 cm of the conductor cable to the ring electrode. The proximal part of the lead was not received. On the medial lead fragment the shock coil was partly missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments and a rubbed through insulation on the distal lead fragment indicating excessive mechanical forces in the implanted state, most likely due to interaction with modified tissue. The visual inspection of the available lead fragments did not show any deviations which might have led to the dislodgement which was mentioned in the complaint text. As no diagnostic images were available for analysis the reported dislodgement could not be evaluated. Due to the extent of the damages no further analysis was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.